Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received a vibratory alert for out of range high hv lead impedance. The impedance has been increasing gradually. All other parameters were normal. No further information is available.